Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep). The rep reported the cause of the high impedances on contact 4 could not be determined. No further actions were needed to resolve the high impedances. Programming around contact 4 did not resolve the high impedances, but they were able to make the programming adequate for the patient. No symptoms or further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, (B)(4) (rep): information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that there were high impedances intra-operatively. The rep reported high impedances of over 40,000 ohms on contact 4. The rep reported they were not going to use contact 4 in programming. The device was programmed using the other electrodes. No symptoms or further complications were reported.